Event description:
Medtronic received information that unexpected battery power loss, charge/battery lasts less than expected occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version = 4.11e. Retainer ring = black. On (B)(6) 2021, the customer alleged unexpected power loss alarm and charge/battery lasts less than expected. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found no power loss alarm on the event date of (B)(6) 2021; however, found: insert battery alarm: on 09/11/2021 at 18:50:18, on 09/18/2021 at 08:38:39, on 09/25/2021 at 07:15:09, on 09/27/2021 at 09:05:45, and 09:51:55. Low battery alarm: on 09/11/2021 at 09:08:00, on 09/18/2021 at 04:35:00, on 09/24/2021 at 21:33:00, on 09/27/2021 at 08:23:00. Replace battery alarm: on 09/11/2021 at 18:39:00, 18:49:00, on 09/25/2021 at 07:04:00. Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected low battery, insert battery, and replace battery alarms during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and sleep current measurement test failure noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and no sleep current measurement test failure noted. Customer alleged for power loss alarm was not confirmed. Customer alleged for charge/battery lasts less than expected was confirmed. Sleep current measurement test failure suspected to be in pcba 1.